Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain/bruising at the ipg site, in addition, the patient's ipg was implanted near the lead site which is causing discomfort. Consequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed lidocaine patches were also tried for the pain, but were unsuccessful.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. In addition, the ipg site was also relocated during the procedure. The issue is resolved.